Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 319.006 with lot number(s) 6638499 is a lot/batch controlled item. The manufacture date of this item is april 18, 2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 319.006, lot 6638499: manufacturing location: (B)(4). Manufacturing date: april 18, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge was noticed to be broken in two pieces. No patient or procedure was involved for this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned depth gauge shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was not returned. This particular depth gauge is part of many technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received. A service and repair evaluation were performed: the customer reported the depth gauge was broken in two pieces. The repair technician reported the tip of the depth gauge was broken, and the protective sleeve was missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.